Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: find this failure in the service software. Alarm "obstruction valve test failed." After replaced new spare part in our stock this ventilator can use to be normally. No patient involvement.

Event description:
The following was reported to hamilton medical ag: find this failure in the service software. Alarm "obstruction valve test failed." After replaced new spare part in our stock this ventilator can use to be normally. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).